Event description:
It was initially reported that the device was explanted after an implant duration of approximately 6.3 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. It was also learned that the patient expired 2-days post-operation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.